Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention on (B)(6) 2026 with an infection that developed at the infusion site (arm) while wearing the pod between 37 and 48 hours. It was reported that the pod was removed on (B)(6) 2026 and the site was reddened, warm to the touch and had purulent discharge. The patient¿s parent called their diabetic nurse who advised them to contact their general practitioner. They then got in contact with the general practitioner who confirmed this was an infection and prescribed a 10-day course of clarithromycin (500 mg) as treatment. The pod was disposed of by the patient¿s parent.